Manufacturer narrative:
Concomitant medications: pre and post-procedure medications included aspirin and plavix. Intra-procedure medications included angiomax. The patient was taking atenolol, citracal, dicyclomine and meclizine prior to and following the procedure. Additional post-procedure medications included lipitor and nitroglycerin. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The email received for the (B)(4) study indicated that the patient experienced stroke-like symptoms and began presenting lethargy and left arm weakness following the index procedure. The episode resolved within 24 hours. The patient remained hospitalized for three days. The event was diagnosed as probable tia on discharge summary. No treatment was provided. Post-procedure troponin I was 3.89 (troponin I upper limit 0.1 ng/ml). Approximately (B)(6) months post index procedure, the patient presented with chest pain and angiography was conducted. No restenosis was reported and no intervention was performed. The event was treated medically and the patient was discharged. The patient's medical history consists of stable angina pectoris, hyperlipidaemia and hypertension. During the index procedure, pci was performed on a 90% de novo lesion in the mid lad of 15 mm in length in a 3.0 mm vessel diameter. The (b2) eccentric lesion was moderately calcified. The lesion was pre-dilated with a 2.5x12 mm balloon at 8 atm before a 2.75x23 mm cypher rx stent was deployed at 15 atm. Post-dilatation was performed with a 3.0x15 mm balloon at 12 atm as a standard practice. The residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Lumen enlargement during coronary stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action can exhibit itself as chest pain, EKG changes and cardiac enzymes increase. Based on the information provided, there are possible patient risk factors, vessel characteristics and inherent risk of procedure factors that may have contributed to this event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
Additional information was received from the (B)(4) study clinical events committee (cec). The email received for the (B)(4) study indicated that the patient experienced a myocardial infarction and a tia following the index procedure. The patient had stroke-like symptoms and began presenting lethargy and left arm weakness following the index procedure. The patient remained hospitalized for three days. The event was diagnosed as probable tia on discharge summary. No treatment was provided. The episode resolved within 24 hours. Additionally, post-procedure troponin I was 3.89 (troponin I upper limit 0.1 ng/ml). The cec committee adjudicated a myocardial infarction per arc guidelines. Approximately six months post index procedure, the patient presented with chest pain and angiography was conducted. No restenosis was reported and no intervention was performed. The event was treated medically and the patient was discharged. The patient's medical history consists of stable angina pectoris, hyperlipidaemia and hypertension. During the index procedure, pci was performed on a 90% de novo lesion in the mid lad of 15mm in length in a 3.0mm vessel diameter. The (b2) eccentric lesion was moderately calcified. The lesion was pre-dilated with a 2.5x12mm balloon at 8 atm before a 2.75x23mm cypher rx stent was deployed at 15 atm. Post-dilatation was performed with a 3.0x15mm balloon at 12 atm as a standard practice. The residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Myocardial infarctions are a known potential adverse event following stent implantation. Lumen enlargement during coronary stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action can exhibit itself as chest pain, EKG changes and cardiac enzymes increase leading to a diagnosis of myocardial infarction. Based on the information provided, there are possible patient risk factors, vessel characteristics and inherent risk of procedure factors that may have contributed to this event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
The e-mail received for the (B)(4) study indicated that post-procedure troponin I was troponin I 3.89 (troponin I upper limit 0.1 ng/ml). Pci was performed on a 90% de novo lesion in the mid lad of 15mm in length in a 3.0mm vessel diameter. The (b2) eccentric lesion was moderately calcified. The lesion was pre-dilated with a 2.5x12mm balloon at 8 atm before a 2.75x23mm cypher rx stent was deployed at 15 atm. Post-dilatation was performed with a 3.0x15mm balloon at 12 atm as a standard practice. The residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure. Following the index procedure, the patient experienced stroke-like symptoms and began presenting lethargy and left arm weakness following the index procedure. The episode resolved within 24 hours. The patient remained hospitalized for three days. The event was diagnosed as probable tia on discharge summary. No treatment was provided. Approximately six months post index procedure, the patient presented with chest pain and angiography was conducted. No restenosis was reported and no intervention was performed. The event was treated medically and the patient was discharged.